Event description:
It was reported the tsb35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported the anvil might have been dislodged during the case. On the second firing, the jaws would not click when placed on tissue, but they did stay in place. The device was fired and there was poor hemostasis. An er320 was used to control the bleeding. There was no consequence to the pt.